Event description:
The co service rep reported that the device did not meet a performance specification. The driver controller board was not generating the expected 24v output. There was no pt involvement at all.